Manufacturer narrative:
Concomitant: product ID 3389-40, lot# 0206825574, implanted: 2013-(B)(6), product type lead. Product ID 3389-40, lot# 0206841023, implanted: 2013-(B)(6), product type lead. Product ID 3389-40, lot# 0206825574, implanted: 2013-(B)(6), product type lead. Product ID 3389-40, lot# 0206841023, implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension; product ID 3755-40, lot# 206241383, product type: accessory.

Event description:
It was reported the essential tremor patient¿s implantable neurostimulator (ins) and extensions were explanted due to an infection. It was noted the patient¿s leads were ¿saved.¿ cultures were taken from the patient and were found to contain the bacterium enterobacter cloacae, staf. Epidermis, and s. Aureus. The patient was administered antibiotics in treatment for their infection. Additional information has been requested regarding the patient¿s symptoms, intervention, and outcome. A supplemental report will be filed if additional information is received.

Event description:
Additional information reported the patient experienced a ¿late infection, one year later than first implant.¿ the previously reported enterobacter cloacae was cultured from the ¿tissue behind the auricle, electrode¿ on (B)(6) 2014 and from exudate on (B)(6) 2014, staph. Epidermidis was cultured from the patient¿s tissue on (B)(6) 2014, and additionally s. Aureus and enterobacter cloacae was also cultured from the patient¿s tissue on (B)(6) 2014. All cultured bacterium had a ¿usual resistance¿ profile. As a result, the patient was administered cefotaxim and vanco, amoxicillin-clavulanic acid, and ekvacillin followed by heracillin. The patient¿s system was noted to have been a new implant for the patient when it was initially implanted. The patient¿s ins and extension were initially removed on (B)(6) 2014, however after ¿several months of a history of poor wound healing¿ the patient¿s leads were removed on (B)(6) 2014. It was noted the patient returned home ¿two days later.¿

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0206825574, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3389-40, lot# 0206841023, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).